Event description:
It was reported that during preparation for an unspecified procedure, the liberte' monorail stent delivery system was damaged. The liberte' monorail stent delivery system was advanced into the guiding catheter, but the physician noticed friction. The liberte' monorail stent delivery system was withdrawn, and visual inspection revealed a strut in the middle of the stent was pointed outward at an approximately 90 degree angle. The liberte' monorail stent delivery system did not enter the patient. No patient injuries or complications were reported. Patient status is reported as 'good'.the event date for this complaint is unknown.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.